Event description:
Same case as MDR ID: 2134265-2015-05484. It was reported that a rotawire fracture occurred and was left inside the patient's body. The target lesion was located in the calcified circumflex artery. A rotawire and 1.25mm rotalink¿ plus were selected to treat the target lesion. During rotablation near the proximal lesion site, it was noted that the rotawire broke and the distal tip of the wire was left inside the vessel. A stent was placed to fix the tip of the wire against the vessel wall, to prevent the wire from migrating in the vessel. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. A guidewire was returned inserted the rotablator unit¿s. The rotawire could not be removed from the device. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. The burr was microscopically examined an it was noted that the annulus was damaged/blocked. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05484. It was reported that a rotawire fracture occurred and was left inside the patient's body. The target lesion was located in the calcified circumflex artery. A rotawire and 1.25mm rotalink plus were selected to treat the target lesion. During rotablation near the proximal lesion site, it was noted that the rotawire broke and the distal tip of the wire was left inside the vessel. A stent was placed to fix the tip of the wire against the vessel wall, to prevent the wire from migrating in the vessel. No patient complications were reported and the patient's condition is stable.